Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. A holter monitor showed no output from the device. The device was explanted and replaced on (B)(6) 2015. The patient as noted to be in stable condition following the procedure.